Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgicla debris on the lens. Visual inspection found the haptic bent and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.0/096 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.